Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file spanning approximately 7 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2001 per timestamp) was submitted. Events occurring on (B)(6) 2001 are from when the system clock was not set and the time of events occurring during this period are unable to be determined. On (B)(6) 2021 at 23:53:41 and 23:56:17 there were atypical losses of ac power causing no external power alarms while connected to the mpu. The bus and rsoc voltages decreased during these events. The alarms cleared when ac power was restored, and the backup battery provided power during these events. On (B)(6) 2021 at 14:35:49 - 14:50:13 there were no external power alarms due to losses of ac power until the backup battery that was providing power during these events fully depleted due to normal function. The complete usage of the backup battery caused the system clock to reset. These alarms cleared when ac power was restored. There was another no external power alarm activated during the duration the time frame when the system clock was not set ((B)(6) 2001 01:00:06 -01:00:08) and cleared when power was restored. There were no other notable events in the log file. Additional information communicated that it is unknown if the mpu has a v-lock connector, that it is unclear if the power cord came loose at the wall/outlet, that it is unknown if there were any environmental events that may have affected ac power, and that no equipment would be returning for evaluation. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on (B)(6) 20219. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-02459. It was reported that the patient was found down by their son and the driveline was disconnected at the time. The driveline was reconnected by the patient's son and the patient became responsive. The patient had been having driveline fault alarms for several days. Once at the hospital the healthcare providers attempted to clear the driveline fault but it reoccurred. A log file analysis captured multiple driveline faults. The controller was replaced but it did not resolve the driveline fault alarms. The log file also captured no external power events on (B)(6) 2021. The controller lost external power on (B)(6) 2021 at 14:35. The controller's internal battery provided power to the controller to run the pump for a duration, then the controller lost power and reset the time/date. Since the time/date was reset, it is not known how long the pump was off. X-rays of the driveline were submitted and the images showed that there was an area of concern. The patient underwent driveline repair on (B)(6) 2021. There was a breach of the bionate layer and possibly a cut in the red wire noted upon visual inspection of the driveline. The entire length of the driveline was replaced with no issues and the driveline fault events resolved post repair.